Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no delivery alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported no delivery alarms and elevated blood glucose. The blood glucose reading was 302 mg/dl. Customer was treated with a bolus every minute until the blood glucose came down. She had tried different cannula lengths and stated that the insulin was not expired or denatured. Customer rotated sites to avoid scar tissue. Nothing further was reported.